Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammation") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) -2023 she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and medically important), device expulsion ("migration of essure to uterus") and abdominal pain upper ("chronic stomach cramps"). On unknown dates she experienced genital haemorrhage ("recently ice had severe bleeding and severe bloating"), abdominal distension ("recently ice had severe bleeding and severe bloating") and bacterial infection ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal / diet problem ") and was found to have hormone level abnormal ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal / diet problem"). At the time of the report, the pelvic inflammatory disease, device expulsion and abdominal pain upper had not resolved. No causality assessment was received for essure with regard to device expulsion, genital haemorrhage, abdominal distension, abdominal pain upper, pelvic inflammatory disease, bacterial infection or hormone level abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2023: essure has migrated into my uterus and were unsure when this has happened. [Ultrasound scan] (date unknown): discovered a foreign body in my uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammation") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023, she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and medically important), device expulsion ("migration of essure to uterus") and abdominal pain upper ("chronic stomach cramps"). On unknown dates she experienced genital haemorrhage ("recently ice had severe bleeding and severe bloating"), abdominal distension ("recently ice had severe bleeding and severe bloating") and bacterial infection ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal/diet problem") and was found to have hormone level abnormal ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal/diet problem"). At the time of the report, the pelvic inflammatory disease, device expulsion and abdominal pain upper had not resolved. No causality assessment was received for essure with regard to device expulsion, genital haemorrhage, abdominal distension, abdominal pain upper, pelvic inflammatory disease, bacterial infection or hormone level abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2023: essure has migrated into my uterus and were unsure when this has happened. [Ultrasound scan] (date unknown): discovered a foreign body in my uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammation") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2023 she experienced pelvic inflammatory disease (seriousness criterion hospitalisation), device expulsion ("migration of essure to uterus") and abdominal pain upper ("chronic stomach cramps"). Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage ("recently ice had severe bleeding and severe bloating"), abdominal distension ("recently ice had severe bleeding and severe bloating") and bacterial infection ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal/diet problem") and was found to have hormone level abnormal ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal/diet problem"). The patient was hospitalised from (B)(6) 2023 to (B)(6) 2023. The patient was treated with surgery (emergency operation for endoscopic essure removal). At the time of the report, the device expulsion had resolved and the abdominal pain upper had not resolved. No causality assessment was received for essure with regard to device expulsion, genital haemorrhage, abdominal distension, abdominal pain upper, pelvic inflammatory disease, bacterial infection or hormone level abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2023: essure has migrated into my uterus and were unsure when this has happened. [Ultrasound scan] (date unknown): discovered a foreign body in my uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-sep-2023: consumer provided her last name, physicians' contact data, also invoices. She had essure removed in an emergency operation on (B)(6) 2023. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammation") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bacterial vaginosis, c-section, parity 2, gravida I and body mass index normal. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 3108 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criterion hospitalisation), device expulsion ("migration of essure to uterus") and abdominal pain upper ("chronic stomach cramps"). Essure was removed on (B)(6) 2023. An unknown time later she experienced genital haemorrhage ("recently ice had severe bleeding and severe bloating"), abdominal distension ("recently ice had severe bleeding and severe bloating"), bacterial infection ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal / diet problem"), abdominal pain lower ("lower abdominal pain") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal / diet problem"). The patient was hospitalised from (B)(6) 2023 to (B)(6) 2023. The patient was treated with surgery (emergency operation for endoscopic essure removal). At the time of the report, the device expulsion had resolved and the abdominal pain upper had not resolved. The outcome of abdominal pain lower was unknown. The reporter considered abdominal pain lower and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to device expulsion, genital haemorrhage, abdominal distension, abdominal pain upper, pelvic inflammatory disease, bacterial infection or hormone level abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.861 kg/sqm. [Hysteroscopy] on (B)(6) 2023: essure has migrated into uterus, unsure when this has happened. [Ultrasound scan] on (B)(6) 2023: linear structure in uterus and endometrial cavity,maybe related to previous intervention. No adnexal mases. Gallbladder, pancreas, spleen, abdominal aorta: unremarkable.; (date unknown): discovered a foreign body in my uterus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event abdominal pain lower & vaginal discharge added. Patient medial history, concomitant conditions patient demographic details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammation") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and medically important), device expulsion ("migration of essure to uterus") and abdominal pain upper ("chronic stomach cramps"). On unknown dates she experienced genital haemorrhage ("recently ice had severe bleeding and severe bloating"), abdominal distension ("recently ice had severe bleeding and severe bloating") and bacterial infection ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal / diet problem") and was found to have hormone level abnormal ("I've been suffering with bacterial infections for years after having the essure device fitted which my gp thought was due to a hormonal / diet problem"). At the time of the report, the pelvic inflammatory disease, device expulsion and abdominal pain upper had not resolved. No causality assessment was received for essure with regard to device expulsion, genital haemorrhage, abdominal distension, abdominal pain upper, pelvic inflammatory disease, bacterial infection or hormone level abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2023: essure has migrated into my uterus and were unsure when this has happened [ultrasound scan] (date unknown): discovered a foreign body in my uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.